Event description:
A dialysis home patient reported a system error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt noted the pt line of the homechoice cassette became disconnected from the transfer set while she was sleepling. The pt thought the connection was secure when he began treatment. The pt ended treatment at the time of the alarm. No pt injury and no medical intervention per the home pt.